Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture, r wave amplitude variation, and low pacing impedance were observed on the right ventricular (rv) lead. Lead revision was anticipated. There were no adverse consequences; the patient's condition was stable and will continue to be monitored.